Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged battery connector was unable to be confirmed. The power module (serial number: (B)(6) was not returned for analysis. Multiple good faith effort attempts were made asking if the streamline cable assemblies will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the power module (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 18dec2014. Heartmate iii patient handbook section entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section entitled ¿equipment storage and care¿ and heartmate iii patient handbook section entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had broken battery connectors and the site requested new streamline cable assemblies to be sent.